Event description:
It was reported that this right ventricular lead was capped and surgically abandoned due to endocarditis. The system was replaced with a non-boston scientific leadless pacemaker. No further adverse patient effects were reported.